Event description:
Hair discovered in the pack. The hair was black and approximately 12" long; hair was in irrigation tub with a portion of the hair hanging out and over the edge of the irrigation tub. Pt was not in the room. The hair and irrigation tub were not saved. Pack and contents discarded and new setup initiated with new pack.